Manufacturer narrative:
Investigation into this event determined that higher than expected valp and gent quality control results were obtained on a 5,1 fs chemistry system. The assignable cause was most likely instrument related. After replacing the secondary metering proboscis, the valp and gent quality control results fell within established control ranges were obtained, indicating the vitros 5,1 fs system was performing as intended.

Event description:
The customer obtained higher than expected quality control results using the vitros valp level I (48.29, 45.05 ug/ml) and level iii (143.51, 143.51 ug/ml) compared to expected results (23.0, 107.0 ug/ml) and gent level iii (9.827 ug/ml) compared to expected result (7.3 ug/ml) on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were unaffected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)